Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported ¿capsular contracture¿ baker grade iii against right device. "Fibrous capsule with chronic nonspecific inflammation and pain" was later reported. Device has been explanted.

Event description:
Patient reported ¿capsular contracture¿ baker grade iii against right device. "Fibrous capsule with chronic nonspecific inflammation and pain" was later reported. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture, inflammation/irritation and seroma-late was received on aug 01, 2022 with lot number 1543396. Visual analysis of the returned device identified: deformation and weight to the spec. Cloudy and voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.